Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that ever since they were implanted, they were still in pain and getting shocks. When asked, pt said they were advised by their manufacturer representative (rep) that they can adjust the therapy and switch to a different group. Agent offered to assist the pt with adjusting the stimulation, but pt refused and said they already know how to access the therapy app and how to adjust the stimulation, but they were still in pain. Agent redirected pt to the healthcare provider (hcp) and rep to further address the issue. Patient also reported the recharging belt was not working the way they expected it to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.